Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat an unspecified vessel below the knee, slight resistance was met during retrieval of the fox sv catheter when using a v18 hydrophilic non-abbott guide wire. The guide wire and fox sv were removed from the anatomy as one unit. Once outside the anatomy, the guide wire was removed from the catheter and was reinserted to regain lesion access. The resistance was not seen when using an abbott vascular steelcore .018" guide wire. There was no adverse patient effects reported. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sds. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, there was not enough information to suggest a definitive root cause. No product deficiency has been identified. A review of the finished device lot history records (lhr) was not possible as no part and lot number were reported.